Manufacturer narrative:
The reported event that the castor broke off the device during testing was confirmed during visual inspection. The castor was repaired at the user facility.

Event description:
It was reported that the castor of the device broke off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the castor of the device broke off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.